Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29jul2019. The pse replaced the data acquisition (da) printed circuit board assembly (pcba) to resolve the pressure accuracy test failed issue and the airflow sensor assembly to resolve the airflow accuracy test failure issue. Unit was tested and passed. The da pcba and the gas delivery system (gds) were returned for failure investigation (fi). During fi, visual inspection of the da pcba and gds assembly revealed no evidence of damage or contamination. Root cause: the da pcba and the gds were tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the product support engineer (pse) noted that the pressure accuracy test (pvt test 4) was out of tolerance and the performance verification test (pvt) test five (5) failed at the zero standard liter per minute (slpm) setting. The customer reported there was no patient involvement.